Event description:
It was reported that patients spinal cord stimulator lead had migrated and was noted that there were impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return as it was kept at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 16606589. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 13558272. UDI: (B)(4). Product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 16356197. UDI: (B)(4).